Event description:
Additional information received reported that the entire system was explanted and not replaced on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the entire system was explanted/not replaced on 2017(B)(6). The issue was resolved without sequelae on 2017(B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported the patient sustained a fall in (B)(6) 2016. During a battery check/adjustment, the patient noted pain at the implant site and the device felt out of place, alleging migration and perpendicular to skin surface instead of parallel. There was full communication to all electrode pairs on (B)(6) 2016 but imaging showed the device had rotated. The event was ongoing and related to the fall. Intervention of implant relocation was pending. Indications for use included gastrointestinal/pelvic floor.

Event description:
Additional information received reported the event was related to the device or therapy in addition to the fall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.